Event description:
It was reported from a cord blood transplantation facility that a unit of previously processed and frozen cord blood shipped from a processing center exhibited a break in the bag wall upon thawing at the transplantation facility. The break was described as being located on the larger compartment of the freezing bag.

Event description:
It was reported that after opening the package, it was observed that the extensor (tubing) was not connected to the transducer. No patient injury was reported.

Manufacturer narrative:
Unless substantially significant information becomes available, this constitutes a final report. (B) (4).